Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient¿s battery was charged to 25% and the manufacturer representative tried to clear the power on reset but it was the 3rd strike. The device was at end of life (eol). The patient was informed and they will proceed with a future replacement which was reported to most likely occur in (B)(6). There were no reported environmental factors and the issue was not resolved at the time of the report. The patient was reported to be alive with no injury. Additional information was received from the manufacturer representative on 2016-12-12 reporting that the patient had informed them on 2016-12-09 that they could not charge normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.